Event description:
A slip luer lock was substituted for a stationary luer lock on a 105 inch continue-flow solution set without notification. The locks have different procedures for use. When changing the tubing the male adapter portion of the luer lock broke off into the hickman and was retrieved with a hemostat. There was no harm to the pt.